Event description:
Information received from the field notes that the patient came into the hospital stating that he wasn't feeling well. The device could not be interrogated and there was no pacing or magnet response.